Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. False alarm: data logs were not available for investigation. Since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp support placed for the support of a patient admitted in storm and underwent ablation. The pump did remain on for 6 days and during that time the pc was replaced for the purge leakage. Additionally, there was an alarming for "in aorta" which prompted the team to assess position with imaging. The pump remained on for 2 more days and was then explanted.